Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was within the introducer sheath friction lock. During functional testing, the smart coil was advanced through the introducer sheath with minor resistance while advancing the mid-joint through the introducer sheath friction lock, and no other issues occurred. The root cause of resistance could not be determined. Further evaluation of the device revealed a kink near the proximal end of the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, two smart coils and six non-penumbra coils were successfully implanted into the target location. While advancing the next smart coil, the physician experienced resistance and reported that the coil was stuck inside its introducer sheath shortly after advancing past the initial position. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.